Event description:
The report we received via a voluntary medwatch indicated that when the femoral arterial sheath was removed from the pt, it was found to be torn and twisted; difficulty was experienced removing the sheath from the pt. Femostop was used, and s small hematoma was noted at the puncture site, which was resolved with pressure. Add'l pt and procedural info has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.